Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Of information received by medtronic indicated that the screen insulin pump flashing bright light and had a blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Missing segments/partial display unknown. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay.